Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. H6 type of investigation code was updated.

Event description:
An impella cp was inserted via the right femoral artery in a 78-year-old male for high-risk percutaneous coronary intervention (hrpci). The patient¿s clinical state prior to initiation of support was reported as scai shock stage c, requiring inotropic, vasopressor, and respiratory support. Comorbidities were not specified. The patient's femoral artery vessel diameter was reported as =4 mm. Upon initial access, no serial pre-dilation was performed, however a guidewire was utilized and an insertion angle of approximately 30° was noted. The activated clotting time was reported to be within recommended range and the introducer sheath was flushed prior to device insertion. The impella cp device was advanced through the introducer sheath but was unable to pass a calcified/stenotic segment of the vessel, despite excessive force being reported. The device was temporarily removed and balloon angioplasty was performed, after which the impella cp was successfully re-advanced across the aortic valve. Upon device activation, low pump flows were noted, with inability to increase performance level without suction events. Troubleshooting included repositioning; however, low flow persisted, and the decision was made to replace the device with a new impella cp. Upon explant of first impella cp, there were no cannula kinks noted and no biomaterial observed in the outflow. A second impella cp device was placed with no reported delivery issues. No performance metrics were available for the replacement device; however, there were no reports of device malfunction, and the device was successfully weaned and explanted following completion of hrpci. The patient survived to explant. Based on the available information, the advancement challenges followed by the initial low pump flow on the first impella cp device are most consistent with patient-specific anatomical factors, including calcified/stenotic vasculature that complicated initial insertion/device deliverability leading to use of excessive force and additional interventions.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.